Manufacturer narrative:
Additional information confirmed that noise/oversensing was not correlated to minute ventilation (mv) oversensing. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination confirmed the lead was returned intact. Electrical testing found the outer conductor resistance measured as an electrical open, indicating a fractured or broken conductor. X-ray of the lead confirmed a fractured outer conductor in the area approximately 245 millimeters from the terminal end. The location and characteristics of the fracture are consistent with lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing, noise and high out of range pacing impedance with measurements greater than 3000 ohms, which triggered a lead safety switch. The patient (pacemaker-dependent) experienced pacing inhibition for approximately 5 seconds and reported symptoms of discomfort, pain and dizziness near-syncope. In-person device interrogation revealed no rv capture with bipolar pacing, lead noise in both unipolar and bipolar sensing, and pacing inhibition during isometric left arm movement. The patient was transferred for lead replacement and was temporarily programmed to dual chamber asynchronous pacing mode at 90 bpm, with maximum unipolar rv output, which resulted in pectoral muscle stimulation. This rv lead was confirmed to be fractured, and it was explanted and replaced with a non-boston scientific lead implanted in the left bundle branch area. The intervention restored reliable pacing without further complications. This product has been returned for analysis, and no additional adverse patient effects were reported. Additional information confirmed that noise/oversensing was not correlated to minute ventilation (mv) oversensing.

Manufacturer narrative:
Additional information confirmed that noise/oversensing was not correlated to minute ventilation (mv) oversensing.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing, noise and high out of range pacing impedance with measurements greater than 3000 ohms, which triggered a lead safety switch. The patient (pacemaker-dependent) experienced pacing inhibition for approximately 5 seconds and reported symptoms of discomfort, pain and dizziness near-syncope. In-person device interrogation revealed no rv capture with bipolar pacing, lead noise in both unipolar and bipolar sensing, and pacing inhibition during isometric left arm movement. The patient was transferred for lead replacement and was temporarily programmed to dual chamber asynchronous pacing mode at 90 bpm, with maximum unipolar rv output, which resulted in pectoral muscle stimulation. This rv lead was confirmed to be fractured, and it was explanted and replaced with a non-boston scientific lead implanted in the left bundle branch area. The intervention restored reliable pacing without further complications. This product has been returned for analysis, and no additional adverse patient effects were reported. Additional information confirmed that noise/oversensing was not correlated to minute ventilation (mv) oversensing.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing, noise and high out of range pacing impedance with measurements greater than 3000 ohms, which triggered a lead safety switch. The patient (pacemaker-dependent) experienced pacing inhibition for approximately 5 seconds and reported symptoms of discomfort, pain and dizziness near-syncope. In-person device interrogation revealed no rv capture with bipolar pacing, lead noise in both unipolar and bipolar sensing, and pacing inhibition during isometric left arm movement. The patient was transferred for lead replacement and was temporarily programmed to dual chamber asynchronous pacing mode at 90 bpm, with maximum unipolar rv output, which resulted in pectoral muscle stimulation. This rv lead was confirmed to be fractured, and it was explanted and replaced with a non-boston scientific lead implanted in the left bundle branch area. The intervention restored reliable pacing without further complications. This product has been returned for analysis, and no additional adverse patient effects were reported.